Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that intra-operatively, the site was unable to boot up the system and ended up doing the emergency door open procedure. The procedure was completed and there was no reported impact to patient outcome.